Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia with blood glucose values up to 410 mg/dl after a missed meal announcement and a subsequent infusion set occlusion associated with a bent cannula, for which a full supply change was performed; the infusion set lot was provided. Symptoms included fatigue. Outcomes included no hospitalization, no ketones, and self-management with continued monitoring and education on occlusion causes and ilet insulin delivery behavior during the learning phase. Investigation included technical support troubleshooting and follow-up calls. Investigation of this case revealed an infusion set occlusion due to a bent cannula and an additional contributing factor of a missed meal announcement. It was concluded that the event involved hyperglycemia with contributory user-related factors and an infusion set issue, and the user reported resolution after set replacement and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.